Event description:
Per independent repair center, the unit was alarming or red light. The key failure was contaminated sieve beds. Additional malfunction for this device; the horn assembly had a short circuit.